Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. A root cause cannot be determined conclusively. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with posterior capsular rupture in the right eye during intra ocular lens implantation. During phacoemulsification surgeon visibility was poor and at some stage during removal of nuclear fragments posterior capsule was ruptured and surgeon proceeded to perform anterior vitrectomy and implanted anterior chamber intra ocular lens, not posterior-chamber toric intra ocular lens as planned. Patient symptoms were continuing.